Event description:
A trained experienced nurse has faced difficulties drawing back the safety mechanism and the patients blood doesn't come back to the extension of the catheter system. As a result, the vein of the patient is broken and IV access is not possible. The same incident happened in at least 5 different patients, with catheters from the same box.

Manufacturer narrative:
"DHR review: the complaint lot# is 4081442, sku is 383329, assembly in suzhou plant on 2024.apr.23, lot quantity is (B)(4). Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations, or rework activities for this lot. Returned sample analysis: two pictures are provided and show the manufacture information and prn assembly status, no abnormal observed with this picture. Retain sample analysis: sampling 2ea from the retain sample of the same lot to check needle retraction function and flash back function, all test results are within product specification. Refer to the attachment for retain sample test report. Possible cause analysis: the possible reason for needle retraction failure is needle lubrication is not good. Preventive control action during manufacture as below have been taken for this type of defect: 1. Needle retraction is requested during lie distance adjusting, poor lubrication sample can be identified. 2. In-process and outgoing sampling check will test needle retract force. The possible reason for blood backs up issue is: 1. Fm in cannula. 2. Stylet/cannula crimping position is wrong. Preventive control action during manufacture as below have been taken for this type of defect: 1. 100% inspection is performed for incoming needle, needle clog issue can be detected and will be scrapped. 2. Both in-process and outgoing sampling check will test product flash back function in summary for this case, the pictures attached cannot show the typical defect feature as reported, we cannot identify the actual defect mode and analysis is for possible reasons. The retained sample analysis does not detect similar defect, and no similar defect complaint history recorded. With this the root cause for this case is not clear."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima y adp bl 22ga x 0.75in row safety mechanism / needle disengagment difficult. A trained experienced nurse has faced difficulties drawing back the safety mechanism and the patients blood doesn't come back to the extension of the catheter system. As a result, the vein of the patient is broken and IV access is not possible. The same incident happened in at least 5 different patients, with catheters from the same box.